Manufacturer narrative:
Root cause: alteration of staining in this case was due to improper operation of the syringe pump. The problem was solved by field service engineer with a replacement of the part. Following the replacement, the instrument was fully operational within specifications, without errors and available for the user.

Event description:
Customer complaint record reported the event as follows: inconsistent staining. No direct or indirect patient harm or user harm have been reported.